Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument sparked. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument got damaged after the arcing. The generator used was the erbe in coag 3 and cut 3. The arcing occurred when the instrument was in contact with tissue; however, there was no injury to the patient. The instrument was inspected prior to use, and no damage was observed. The instrument tips did not collide with any other instrument or tool. The instrument did not touch any staples, clips, or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue prior to activating.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage. It had charring and localized melting on both yaw pulleys in the space between the grips. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.